Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. During the procedure, a thread fractured off the removal instrument while attempting to remove the taper adapter.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown; device information - unknown; date implanted - unknown; initial reporter - unknown; PMA/510(k) number - unknown; manufacture date ¿ unknown.